Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo confirmed the customer¿s indicated failure mode. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fibrin and red cell hang up. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® fx 10mg 8mg blood collection tubes, an unspecified number of tubes were found to be coagulated and had blood deposits on the walls. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® fx 10mg 8mg blood collection tubes, an unspecified number of tubes were found to be coagulated and had blood deposits on the walls. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.